Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of 1953 ohms. In clinic, the measurements were greater than 3000 ohms and noise was observed with any ring 2 configuration. The configuration was reprogrammed to lv tip to ring 3 with acceptable impedance measurements and no evidence of noise. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).